Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that the atrial and left ventricular lead were displaced. The patient presented for lead repositioning procedure. During preparation, physician noted that the pacemaker could not be interrogated via radio frequency (rf). A different programmer was used to interrogate but without success. The device was explanted and replaced, and both leads were repositioned on (B)(6) 2019. The procedure ended without further issues and the patient was discharged. Related manufacturer reference number: 2017865-2019-04520; related manufacturer reference number: 2017865-2019-04526.